Event description:
Information was received from a patient who was receiving fentanyl (concentration 1000 mcg/ml, 590.3 dose), bupivacaine (10 mg/ml) and morphine, old drug (concentration 10%, unknown dose) the dose was ¿1 point something¿ via an implantable pump for non-malignant pain and spinal pain. The pump was alarming/beeping. On (B)(6) 2016 a two tone alarm started going off. The following day the patient went through withdrawal, pain, vomiting, sick, tremors and spasms. Patient realized it was her alarm on (B)(6) 2016. On this report date the alarm stopped and it appeared that the patient was getting fentanyl again as the symptoms had subsided. Patient was still weak and light headed. The patient had a refill on (B)(6) 2016. The patient wanted a manufacturing representative (rep) to come read the pump to see if she would be ok until the health care professional (hcp) is back in town. Patient was redirected to the health care professional. Patient then stated that the hcp was out of town and she was told to call the manufacturer. It was reviewed that a rep still needs to meet at a licensed health care setting. Patient was advised to try her primary care provider, patient stated she would call the primary care provider. On (B)(6) 2016, the manufacturing representative reported that there was a pump alarm and patient called the rep stating she had withdrawal symptoms, nausea and severe back pain. The rep was not aware of any factors that may have led or contributed to the issue. Patient was requested to go to the emergency room because her doctor was on vacation the pump was interrogated on (B)(6) 2016 and it showed a pump stall. The event log provided noted that a motor stall occurred on (B)(6) 2016 04:16 and recovered on (B)(6) 2016 00:43. The stall recovered and patient no longer had withdrawal symptoms. The patient was asked to make an appointment with her managing doctor as soon as he came back from vacation. The patients¿ medical history was unknown but the rep was to follow-up for more information. Patient status was ¿alive ¿ no injury¿ surgical intervention did not occur and it was unknown as to whether it was planned

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.